Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 1mm and at left coronary cusp (ncc) was 1mm. On (B)(6) 2026, the patient got admitted with shortness of breath, loss of consciousness and fall. The diagnosed with patient had valvular/ ectopic related symptoms and medications were given. After 24hrs, the discharged from hospital.